Event description:
It was reported that the customer had an unspecified cartridge issue. Although requested, no additional information was provided by the customer. The customer experienced an elevated blood glucose (bg) level of 565 mg/dl. A cartridge change was performed to address the issue.